Event description:
Ventilator that patient was placed on was changed out at physician's request due to minor malfunction. Patient condition remained stable as patient was placed on the new ventilator. (B)(6).